Event description:
The user facility reported that while attempting to deploy clips at a polypectomy site to control bleeding, they used a total of 3 clips, but were unable to get the clips to deploy during a single procedure. The bleeding was subsequently treated with epinephrine injections at the polypectomy site. The users stated that there was no patient harm as a result of this matter.

Manufacturer narrative:
Two clips were returned to olympus for evaluation. The evaluation found that the distal end of the clip fixation device detached at the distal end. The evaluation identified no difficulties rotating the handle on the device. The devices were returned to the original equipment manufacturer for further evaluation. If additional significant information is received, a supplemental report will be provided. This report is being submitted in an abundance of caution.